Manufacturer narrative:
(B)(4). A third party field service technician evaluated the device and replaced the membrane overlay. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported select button not working issue on the lap top ventilator 1000. At this time, there is no information regarding patient involvement associated with the reported event.